Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device speed would not change, could not control and had unintended motion. The device also failed pretests for unintended motion, function in ¿lock¿ mode with electric pen drive hand switch, functional test fwd (forward) and rev (reverse) running, function with foot pedal and function in ¿lock¿ mode with foot pedal. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the electric pen drive device speed would not change, could not control and had unintended motion. It was further determined that the device failed pretest for unintended motion, function in ¿lock¿ mode with electric pen drive hand switch, functional test fwd (forward) and rev (reverse) running, function with foot pedal and function in ¿lock¿ mode with foot pedal. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.